Event description:
It was reported that system diagnostics were interrupted and resulted in programming the pt to 0 ma. After the pt was programmed to 0 ma, the pt experienced an increase in seizures. Add'l info from a company rep revealed the pt was scheduled to be seen a week later, and found the neurologist's wand needed to have the battery replaced. After replacing the battery, the pt was re-programmed and at the moment the seizures have not recurred.

Manufacturer narrative:
Analysis of programming history.